Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedure of posterior repair of a rectocele during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic pain, vaginal wall mass, and urgency.

Event description:
It was reported that following insertion the patient experienced pelvic pain, vaginal wall mass, and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, vaginal numbness, recurrence of rectocele and cystocele, and vaginal scarring.

Event description:
It was reported that following insertion the patient experienced infection, urinary problems, vaginal numbness, recurrence of rectocele and cystocele, and vaginal scarring.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2011.